Event description:
During an incident in 1999, involving a male pt in cardiac arrest, this defibrillator prompted "check electrodes" when it was turned on.. A second crew arrived within one minute and took over pt care. They received a "no shock indicated" prompt and the pt was found to be in pea. CPR was continued during transport to a hosp. The responder stated that the malfunction did not affect pt care or outcome.

Manufacturer narrative:
The returned defibrillator was tested using the customer's returned pt cable and the complaint of "check electrodes" prompt was verified. The returned pt cable was found to have the white lead completely chewed through so that the internal wire was separated by about 1/4 inch that caused the cable to be electrically open resulting in the continuous "check electrods" prompt. Using a known good pt cable, proper operation of the defibrillator for pt treatment was verified. The hs3000 operating instructions include a recommended inspection that would have revealed this pt cable problem prior to use, had it been performed. They also explain the "check electrodes" prompt and what to do should it be experienced.